Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8832, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare professional (hcp), and a manufacturer¿s representative (rep) regarding a patient receiving fentanyl (5000 mcg/ml at 1000 mcg/day) and bupivacaine (10 mg/ml at 2 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient reported that he had an 8832 personal therapy manager (ptm) and couldn¿t get medication from the ptm. The patient was seeing ¿8473¿ on the ptm and was hearing an alarm every hour from the pump. No symptoms were reported. Additional information was received from the hcp on 2016-06-01. The hcp stated that the patient was seen on (B)(6) 2016-06-01 and he told the hcp that he was unable to get a patient-activated (pa) bolus due to an error code. The hcp stated that the patient did not bring his ptm in with him and was unsure of the code. The hcp indicated that upon interrogation, it was discovered that a motor stall occurred on (B)(6) 2016 and a stopped pump period may exceed tube set message occurred on (B)(6) 2016. The patient had not recently had magnetic resonance imaging (MRI) performed. Additional information received from the rep on 2016-06-08 indicated that the patient was having a pump exchange on (B)(6) 2016. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.